Event description:
Customer reported that the skin around the PICC catheter puncture site is red and swollen, the range is about 2 cm * 2 cm, the local skin temperature is increased, and pus-like discharge is seen at the puncture site. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.